Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported ¿right side deflation¿. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified crease fold, wear abrasion and opening on posterior. Observed what appears to be like crater appearance on shell surface. Leak test and microscopic analysis was performed which identified: striated opening, crease smooth opening and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is an opening crease smooth on posterior assessed as fold flaw opening and a striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted.